Manufacturer narrative:
Initial.

Event description:
It was reported that the user was switched from her usual infusion set to inset infusion sets and experienced repeated deployment difficulties, stating that the site would release from the applicator when attempting to cock it and that multiple insets broke before she placed her remaining preferred set; the event involved difficulty with the infusion set deployment procedure and the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.